Manufacturer narrative:
(B)(4). The recipient was reportedly prescribed antibiotics (type unknown). The recipient's site has healed and the recipient has resumed use of the device. This is the final report.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient is reportedly experiencing an infection and an open sore at the magnet site. The recipient was advised to discontinue use of the device. The recipient reportedly had mrsa which caused a sore at the magnet site.